Event description:
It was reported that during a meniscal suture surgery the first pins cannot be detached from the needle. There was a surgical delay greater than 30min. Procedure was completed with a back-up device. No patient injury was reported.

Manufacturer narrative:
Visual assessment showed the depth straw has been trimmed to the surgeons t1 remains on the delivery needle and the suture has been slightly pulled out of the fixed straw. T2 has been advanced to the dimple. The device was tested for deployment using a rubber meniscus model; each t was able to be stripped off the delivery needle as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.